Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was being zapped by implant since yesterday. Patient said that they adjusted the setting and even turned stimulation off, however, if they take a step sideways and turn to the left (which is where the implant is located) they get zapped. Patient also mentioned that site of the lead is sore and hurts with any pressure, such as when lying down or when placing pants over area. Patient did palpate the area and said that there feels like there is an indent that wasn't there before, and it might be a little higher. Patient doesn't recall any specific activity, however, did say that for the last 3 weeks they have been going to physical therapy, they ride a bike there and do other exercises. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that their healthcare provider (hcp) "fixed the wires" and those are fine now.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2azca implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.